Event description:
Balloon slipped off and was likely washed out in blood. The thrombus was dense and may have contributed to slippage. #3 balloon slipped off and was likely washed out in blood. The thrombus was dense and may have contributed to slippage. #3 fogarty catheter used to embolectomize proximally into the atrium and obtained good brisk bleeding from atrium into superior vena cava(svc). Svc was clamped and the fogarty catheter was passed up the right internal jugular vein and thrombectomy followed by #4 fogarty. Second passage of #4 balloon resulted in balloon slipping off.